Manufacturer narrative:
The device was returned to zoll medical united kingdom; the customer's report was duplicated and attributed to the pace/defib (pd) engine board. The pd engine board will be replaced to remedy the report. The device will be recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 79" and "pacer fault 122" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The pace/defib engine board was received at zoll medical corporation, united states for further evaluation. The customer's report was observed and attributed to a faulty capacitor on the analog board. The pace/defib engine board was scrapped. Analysis for reports of this type has not identified an increase in trend.